Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during a cytology procedure performed on (B)(6) 2013. According to the complainant, during the preparation of the procedure, the physician attempted to retract the brush, however, it was unable to completely pull into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: wire broke.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the investigation findings:drive wire separated from the handle cannula. Investigation results: visual evaluation of the returned product found the brush to be overextended, with the brush being extended 5.4cm in the retracted position. It was suspected that the drive wire had moved distally within the handle cannula; therefore, the device was disassembled. During disassembly, the drive wire pulled free of the handle cannula. Crimping was visible in the handle cannula. The complaint that the loop failed to retract was confirmed. The movement of the drive wire inside the handle cannula would prevent the brush from retracting. The complaint information indicated that the issue was found prior to the use of the device. Therefore, the most probable root cause is handling damage.